Manufacturer narrative:
On (B)(6)2021, bwi received additional information regarding the event. The patient was moved to a general ward from ICU. Physician commented that the cause of this event might be the catheter might hooked the right atrial appendage, or cti was over ablated at 35w. The physician¿s commented that possibly because it was caught in the right atrial appendage after procedure. The physician commented that he may have caught the catheter on the right appendage when the procedure was finished. Also he mentioned that the cause of this issue may be that cti was ablated too much at 35w. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed as the complaint device was not returned. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure was ended, pericardial effusion was confirmed by echocardiography. Cardiac tamponade was diagnosed, and pericardiocentesis was done to drain venous blood from the pericardial space. The patient was moved to the intensive care unit (ICU) and then moved to the general ward the next day. There¿s no indication that prolonged hospitalization was required. Patient¿s outcome is unknown. The physician commented the adverse event might have occurred due to applying too much ablation at the cavotricuspid isthmus (cti) at 35 watts. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 5/21/2021, bwi received additional information indicating that the patient was a 70-year-old female (48 kg). No error messages appeared on an bwi equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure was ended, pericardial effusion was confirmed by echocardiography. Cardiac tamponade was diagnosed, and pericardiocentesis was done to drain venous blood from the pericardial space. The patient was moved to the intensive care unit (ICU) and then moved to the general ward the next day. There¿s no indication that prolonged hospitalization was required. Patient¿s outcome is unknown. The physician commented the adverse event might have occurred due to applying too much ablation at the cavotricuspid isthmus (cti) at 35 watts. The acunav catheter was never inserted into the left atrium. No bwi product malfunctions were reported. Since the event is life-threatening and required intervention to prevent permanent impairment of a body function, or permanent damage of a body structure, then is to be considered serious and MDR-reportable.